Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device has stopped responding. Pt stated, the issue started this last week when she was attempting to program a bolus. Pt reported, the issue started as an intermittent issue. Pt stated, the button is not responding at all today. Pt is currently on her backup infusion device. Pt reported, she is unsure if the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.